Event description:
Additional information: the customer provided the following information was obtained regarding the event: the event occurred while setting up for the procedure. There was no patient involved. The procedure was not prolonged as a results of the issue. The procedure was completed with another device. There was no other device involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. The e2/e3 and g2 fields were updated based on information available at the time of the initial submission. The device was returned to olympus for inspection, and the customer's complaint was confirmed; the scope had no image with error b30. The issue was resolved after aeration. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message b30 was displayed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: -important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. -3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. -5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. In addition, the following non-reportable malfunctions were found during the device evaluation: the leak test failed. The bending section cover was chipped/lifting. The charged couple device (ccd) shrink tube was split on the bending section. The insertion tube had a deep scratch. There was moisture inside the body control unit (bcu). The scope connector was leaking due to a loose and misaligned eto valve. The image was stained, and the device had low angulation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus evis exera iii bronchovidoescope was presenting a poor-quality image along with a b30 scope communication error during preparation for a therapeutic procedure. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report her event. During the call, tac recommended cleaning the contacts with an alcohol prep pad, but the issue was not resolved. Tac transferred the customer to repairs for additional assistance. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.